Event description:
A pump's battery was reported as not charging, even after trying different wall outlets and adapters. There was no adverse impact to the customer's blood glucose level, which remained below 500 mg/dl. The customer was instructed to switch to an alternate insulin delivery method, mdi, and a replacement pump was to be sent. The customer was informed of the return process, including putting the pump into storage mode and returning it within ten days using a prepaid label.